Manufacturer narrative:
(B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. Consequently, the patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: lumbar spinal listhesis with myelopathy, lumbar stenosis, l4-5 spinal listhesis. Patient underwent the following procedures: l4-5 and l5-s1 right transforaminal lumbar interbody fusion, posterior interbody arthrodesis at l4-5 and l5-s1. Posterior segmental instrumentation, peek cage(x2), allograft, local allograft, microscope, somatosensory evoked potential and mep¿s. As per-op notes: patient underwent surgery in which rhbmp-2 was used. Post-op diagnosis: status post posterior spinal fusion and transforaminal lumbar interbody fusion. Lumbar spinal listhesis with myelopathy, lumbar stenosis, l4-5 spinal listhesis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.